Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they need to jack it up a little bit because they fell and fractured their hip, they have been in the hospital, while they were there, they had another uti infection and they can't control their bladder, they can't make it and requested assistance to increase stim. Patient said they had the hip surgery on the same side as their stimulator and their hip is still a little swollen from the surgery. During the call patient was successful to dismiss operation failed, (due to temporarily removing their communicator) retry synch with their implant and increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.